Event description:
It was reported that the patient was not getting adequate pain relief and that the location of the implant causing more pain. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.